Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event: 0001822565-2023-00305. Medical products: item#: 42517000505, tibial articular surface provisional left size ef; lot#: 62429198. Component codes: mechanical (g04) - provisional bottom. Visual inspection of the returned tibial articular surface provisional left size ef found it to exhibit signs of repeated use nicked / gouged and is fractured on the lateral side of the tasp. All pieces were not returned. Review of the device history records identified no related deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device.). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instruments, both instruments fractured. There was no report of harm to the patient or of foreign body retained by the patient.